Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A valid serial number was not provided for the reported strips. A DHR (device history review) for the freestyle reader was reviewed and the DHR showed the freestyle reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A report of an unknown error code when testing on the adc freestyle libre reader. On (B)(6) 2021, as a result of not being able to monitor their blood glucose, the 10-year-old customer had a loss of consciousness and was unable to treat themselves. The customer was provided "gluco-gel" by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A report of an unknown error code when testing on the adc freestyle libre reader. On (B)(6) 2021, as a result of not being able to monitor their blood glucose, the (B)(6)-year-old customer had a loss of consciousness and was unable to treat themselves. The customer was provided "gluco-gel" by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.